Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. It was noticed that set screw was bent. Hence the complaint can be confirmed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The complaint condition is confirmed. While no definitive root cause could be determined for the bent needle, it is possible that the device encountered unintended forces. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 03.111.501, lot: 3283963, manufacturing site: haegendorf, release to warehouse date: 04. Dec. 2009. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during routine incoming inspection, the guiding block for two-column distal radius plate was bent. There was no patient involvement. This is report 1 of 1 of (B)(4).